Event description:
This is being filed as the implanted mitraclip (40825u2/(B)(4)) detached from the anterior mitral valve leaflet and remained attached to the posterior leaflet. Another clip was implanted to stabilize the partially detached clip and is considered medical intervention. It was reported that during a mitraclip procedure, one clip (40825u2/(B)(4)) was implanted onto the mitral valve leaflets without difficulty. After advancing a second clip delivery system (cds 40919u1/(B)(4)) ) into the left ventricle, as the cds lock lever was retracted, the clip was seen moving unexpectedly in the medial direction. With great difficulty, the physician was able to maneuver the clip back to the lateral side. During the repositioning of the second clip, it became caught in the first clip due to difficult steering conditions caused by the position (shifted) of the heart axis and the medial shift of the clip when the lock lever was used. The first clip then detached from the anterior leaflet and remained attached and stable to the posterior leaflet. The second clip was deployed next to the first clip to stabilize it without further difficulty. Due to the limited space on the mitral valve, a third clip was not implanted. The patient was in stable condition during and post procedure. No additional medication was administered to the patient. The mixed mitral regurgitation grade was reduced from 4 to 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated age (born 1929). Concomitant product: mitraclip system, steerable guide catheter. The mitraclip remains implanted on the anterior mitral valve leaflet. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system (40919u1/(B)(4)) referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for the clip being damaged by another clip resulting in a single leaflet device attachment (slda) are, but not limited to, patient conditions (tortuous anatomy), user technique / procedural conditions (excessive curvature on the device), or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final acceptance activities, including verification that the device steers as expected. There were no non-conformances issued for this lot. A query of the electronic complaint handling system did not indicate a manufacturing issue. There were no reported device issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to patient conditions, procedural conditions and/or user technique, the clip being damaged by another clip resulting in slda may be influenced by excessive curvature on the device, curves on the guide during insertion, or excessive rotation of the delivery catheter handle. Based on the information reviewed, the clip being damaged by another clip resulting in the slda was determined to be a result of procedural conditions; there does not appear to be any evidence of a quality deficiency associated with this device.